Event description:
A malfunction occurred on the customer's pump, which was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, after which the same malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears. The caller acknowledged and understood the instructions.